Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0, 19.0, and 38.0 cm from the proximal end. The embolization coil was detached from its pusher assembly and the pull wire was completely retracted out of its distal detachment tip (ddt). The proximal constraint sphere was intact with the embolization coil. The pc400 embolization coil was detached from its pusher assembly and, therefore, the pc400 could not be functionally tested. Conclusions: evaluation of the returned pc400 revealed that the pet lock was broken, the pull wire was completely retracted out of the pusher assembly and the embolization coil was detached from its pusher assembly. If the pet lock is broken and the pull wire is retracted out of the ddt, the embolization coil will detach from its pusher assembly. Further evaluation of the pc400 revealed that the pc400 pusher assembly was kinked. These kinks may have occurred due to forceful advancement against resistance as indicated in the complaint. Based on the returned condition of the device, the root cause of the reported resistance while advancing the pc400 inside the lantern could not be determined. The lantern identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using penumbra coils 400 (pc400s). During the procedure, the physician deployed and detached 8 pc400s in the target location using a lantern delivery microcatheter (lantern). While advancing a new pc400 through the lantern, the physician experienced resistance around 20 cm from the lantern proximal tip; therefore, the lantern containing the pc400 was removed from the patient. The physician then flushed and rinsed the pc400 and attempted to advance it again; however, the same issue occurred. The procedure was completed using two new pc400s and the same lantern. There was no report of an adverse effect to the patient.